Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the electrode impedance was >40k for all combination with electrode 2. The patient was programmed 0+ and 1-. The patient was not using electrode 2 and had no symptoms. The caller said the patient had fallen a couple times on their walker. No further complications were reported or anticipated with this event.